Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/08/2020. Additional information was requested and the following was obtained: no patient consequence happened.

Manufacturer narrative:
(B)(4). Date sent to the FDA. A manufacturing record evaluation was performed for the finished device pjk482 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In event description indicates no additional information could be provided. But could you confirm. What is the current condition of the patient?

Event description:
It was reported that a patient underwent the surgery of leiomyoma of uterus on 04/13/2020 and a barbed suture was used. During the procedure, the suture broke. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested..